Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient reported that the cgm reading was high which caused her insulin pump to continuously release insulin resulting in a hypoglycemia. The patient woke up in the middle of the night drenched in sweat. The cgm was reading high (above 400 mg/dl) and the blood glucose reading was 29 mg/dl. The patient was treated by her husband with glucagon. The patient recovered after the treatment. At the time of the report, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.